Event description:
It has been reported that insert didn't attached to the respective baseplate during surgery. The next one, which the surgeon implanted fitted just fine. There was no adverse consequence for the pt or delay in surgery or anesthesia time.